Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3189ans, UDI: (B)(4), serial: (B)(4), batch: 7757890.

Event description:
It was reported one of the patient's leads eroded. Surgical intervention was undertaken and both leads were explanted. Follow up identified the patient was doing well postoperatively.

Manufacturer narrative:
Correction: section d7 - the explant date should have been (B)(6) 2023 rather than (B)(6) 2022.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.